Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-10112. During a follow-up, there was a loss of capture on the left ventricular (lv) lead. Additionally, there was an increase in capture and a decrease in sensing on the right ventricular (rv) lead. A revision procedure was performed and a micro-dislodgement was noted on the lv and rv leads. Both leads were repositioned to resolve the event and the patient was stable.